Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report a leak below the coulter lh780 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) found that the tubing at the sample access module was torn. The fse then verified instrument performance and the repairs per established procedures to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is that the tubing at the sample access module was torn.